Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The clamshell was applied to the damaged connection on 01may2026.

Event description:
It was reported that the patient's distal driveline was seperated from it's metal clip housing. The rescue tape was replaced, and the site noted they felt confident it would hold this time. The patient had some casing damage covered by the rescue tape as well, but otherwise the driveline was noted to be normal, however it was noted the patient would benefit from a future clamshell repair. It was noted the patient had no ventricular assist device related events on their pump. The clamshell repair was scheduled for may 1st.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported driveline damage was confirmed through review of the submitted images; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted images revealed a tear in the silicone outer jacket of the driveline bend relief, separating the bend relief from the metal controller connector. An additional tear was observed on the outer jacket of the driveline, above the bend relief. The underlying bionate layer appeared to be visible at these locations but appeared intact. An additional image showed that rescue tape was applied at the location of the tears. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. A and the heartmate ii patient handbook rev. A are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook provide additional instructions regarding driveline care and instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.